Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient reported rep called them to show them how to use the external devices. The patient stated they were not able to pull up the correct screen and gave up. They could not provide any detail on what screens they were seeing. Agent did not ask about the circumstances that led to the reported issue. On the call, the external equipment was working as intended. The troubleshooting steps that were taken on the call resolved the issue.  Additional information was received  the patient reported they bent over and felt a jabbing sensation. They stated it was like a jolt. During the call, they were on the floor so they would not feel the jabbing. The patient decreased from 2.8 to 2.6 and felt better. They then felt another jab and wanted to decrease stimulation more. They decreased to 1.9 and confirmed stimulation was comfortable. The troubleshooting steps that were taken on the call resolved the issue. Pat agent reviewed to lower stimulation again / turn stimulation off if this occurs again and to follow up with hcp as needed. No further complications were reported/anticipated at this time.